Event description:
A report was received that the patient experienced pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the physician cancelled the revision because the patient had improved. No further course of action at this time.

Event description:
A report was received that the patient experienced pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.